Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Testing and full inspection was carried out on the cs300 balloon pump as per the OEM guidelines. The error log examined and found that there was alarms ¿no trigger¿. It was believed that the issue may have been caused by the cable connecting the pump to the patient monitor. The fse stated that no fault was found with the pump during testing. Full routine maintenance performed on the pump and no faults were found. The unit was then returned to clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) balloon did not kick in when the pressure dropped to 40mmhg.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) balloon did not kick in when the pressure dropped to 40mmhg. There was no patient harm.